Event description:
It was reported that the device got stuck with the guidewire. The target lesion was moderately tortuous. A 4.0mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During insertion into the patient's body, it was noted that the device got stuck with the guidewire. The device was removed as one unit, and the guidewire was able to be removed from the catheter outside the patient. The procedure was completed with a different device. There were no patient complications.